Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: h3, h6: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device found that the s-rom*adaptor hudson to zimmer was broken from the female connector near the edges. The broken fragments were not returned for evaluation. The possible cause could be attributed to misuse and heavy usage as contributing factors for the ends of the connector cracking and/or breaking off. If used with reamers that have begun to wear on the reamer attachment ends, the worn reamers can rotate within the end of the instrument and facilitate a spreading/tearing of the connector as well. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the s-rom*adaptor hudson to zimmer would have contribute to a device issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that the instrument had an unknown allegation. The event did happen in surgery. Manufacturer investigation determined that the device was broken from the female connector near the edges.